Event description:
No adverse event [no adverse event]. Brush head falls off in mouth oral-b [device breakage]. Case narrative: elderly female consumer via phone stated that the oral-b toothbrush head fell off in her mouth while she was brushing with an oral-b toothbrush, type 3709. No injury was reported.

Manufacturer narrative:
Product return was requested but not received so far. Full evaluation will occur upon receipt of returned product.

Manufacturer narrative:
03-mar-2023 product investigation results: product return was received and evaluated. No failure could be identified, the product is according to specifications.

Event description:
No adverse event [no adverse event]; brush head falls off in mouth - oral-b [device breakage]. Case narrative: elderly female consumer via phone stated that the oral-b toothbrush head fell off in her mouth while she was brushing with an oral-b toothbrush, type 3709. No injury was reported. 24-jan-2023 case update: the suspect product lot was 610. No injury was reported.